Event description:
It was reported by a patient that she underwent a sling procedure in 2006. Six weeks post operatively, the patient developed a vaginal erosion. Eight to ten weeks post operatively, the patient had problems with intercourse and her husband was "cut" by a velcro-like tape that was hanging. Incontinence also occurred on an unspecified date. The patient returned to the surgeon, who cut the tape. Subsequently, the patient developed infections and other unspecified problems and sought another opinion. In 2007, a second surgeon placed another sling, repaired a grade four rectocele and cystocele, and performed a urethral repair. The patient reports that she is facing a third surgery.

Manufacturer narrative:
Date sent to the FDA: 06/20/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.